Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 to treat stress urinary incontinence and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The following additional outcomes were attributed to the device; pain, infection, recurrence, bleeding, dyspareunia, hemorrhoids and urinary, bowel and neuromuscular problems. It was reported that the patient underwent revision on (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystourethroscopy, cystocele and rectocele repair and bladder suspension due to incontinence, cystocele and rectocele. The patient underwent a boston scientific mesh implant, concurrently with a total abdominal hysterectomy and bilateral salpingo-oophorectomy due to mixed urinary incontinence, dysfunctional uterine bleeding and dysmenorrhea on (B)(6) 2007.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision on (B)(6) 2011 due to pelvic pain.